Event description:
Customer reported a no delivery alarm on her insulin pump. She changed out the battery and the device was fine four of five days, but today the device alarmed no delivery when she was changing her infusion sets. Customer's blood glucose is 400 mg/dl. She treated with the device. The alarm was cleared. During the call, the connection was lost. Attempts were made to call customer back, but they were unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).